Event description:
In 2008, the pt reported that part of the display of her infusion device was missing segments. She switched to this infusion device from a competitor device because it "stopped working." Her blood glucose was elevated to 279 mg/dl. She was assisted with programming the infusion device, inserting an insulin cartridge, and priming the infusion set. She connected to her infusion site and performed a bolus to lower her blood glucose. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.